Event description:
It was reported the customer had recurring signal too low alarms and an unexpected restart alarm. It was found the customer programmed their temp basal prior to the alarm occurring. Customer's blood glucose was unknown. The customer's mother also reported her son was hospitalized for diabetes ketoacidosis on (B)(6) 2014. The customer's blood glucose was 486 mg/dl at the time of admission. It was found the customer was feeling tired, frustrated, and was vomitting prior to being hospitalized. The mother also reported another hospitalization event on (B)(6) 2014. Mother stated the customer had a stomach virus, leading to their hospitalization. Customer's blood glucose was 63 mg/dl at the time of admission. The mother declined to troubleshoot. Customer's insulin pump will be replaced due to the alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing however, the insulin pump did not pass the prime test due to faulty force sensor relay. No further tests could be completed due to alarm. The insulin pump was received with minor scratches on display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.